Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, a 'low fio2' alarm occurred. The failure happened when the ventilator was used on a patient. There was no medical intervention or adverse patient effects reported.